Manufacturer narrative:
Patient information: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6,-9.00/1.0/091, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault,significant reduction of irido-corneal angles and pigment dispersion. This exchange resolved the problem. Cause of event was unknown.